Event description:
It was reported that a customer experienced ¿ballooning out of the tubing itself into a rounded area of expansion¿ during use of a clearlink secondary medication set. The set was connected directly to a non-baxter pump. This occurred during infusion of an unspecified drug using a non-baxter pump and a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.